Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was positioned and deployed without issue. A second clip was positioned and was to be deployed. However, during the step of lock line removal, grasping one of the free ends of the lock line, one of them did not move freely and was completely inside the system. It was decided not to implant and retract the clip back to the right atrium. A different clip was prepared, positioned and deployed. Tr was reduced to grade 1 and the patient was stable without any further complication.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.